Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported power issue.  Physio-control then replaced the system pcb assembly and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.

Event description:
The customer reported that their device was intermittently not powering on.  There was no report of any patient use associated with the reported issue.